Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("bleeding") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section (B)(6)2006, (B)(6)2011), vaginal discharge, fibromyalgia, vaginal bleeding, headache, depression, vaginal discharge, vaginal bleeding, headache, bleeding genital, dizziness, nickel sensitivity, rash, weight gain, incontinence, alopecia and heavy periods. Concomitant products included oral contraceptive nos for birth control. In (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), allergy to metals ("nickel sensitivity"), nausea ("nausea"), abdominal distension ("constant bloating"), arthralgia ("joint pain"), mood swings ("extreme mood swings"), ovarian cyst ("ovarian cysts"), memory impairment ("forgetfulness") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with amoxicillin, fluconazole, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), ibuprofen, metronidazole (metrogel vaginal), metronidazole;nystatin (flagyl) and surgery (desires a hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, infection, allergy to metals, nausea, abdominal distension, arthralgia, mood swings, ovarian cyst, weight increased, memory impairment and anxiety outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, arthralgia, genital haemorrhage, infection, memory impairment, mood swings, nausea, ovarian cyst, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6)2015: anterior palpation ¿ no rebound. No abdominal tenderness. No hepatic enlargement. No hernia. Genitourinary findings: chaperone ¿rosa. Vagina ¿ discharge smells.. Physical examination - on (B)(6)2015: had essure tubal; abdomen findings: anterior palpation ¿ no rebound, no abdominal tenderness, no hepatic enlargement, no hernia; genitourinary findings: vagina ¿ discharge, smells, vaginal discharge, pap, urethral meatus normal, external genitalia normal, glands normal, perineum normal, anus normal, cervix normal, uterus normal, adnexa normal, fecal occult blood test ¿ not indicated, bladder normal, no suprapubic tenderness, no cva tenderness. Urethral meatus ¿ normal. External genitalia ¿ normal. Glands ¿ normal. Perineum ¿ normal. Anus ¿ normal. Cervix ¿ normal. Uterus ¿normal. Adnexa ¿ normal. Fecal occult blood test ¿ not indicated. Bladder normal. No suprapubic tenderness. No cva tenderness. Most recent follow-up information incorporated above includes: on 25-feb-2019: plaintiff fact sheet received: reporter information updated. Product information updated. Event medical device removal replaced with events pelvic pain, infection, nickel sensitivity, bleeding, nausea, constant bloating, joint pain, extreme mood swings, ovarian cysts, weight gain, forgetfulness and anxiety were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("pt wants essure removed and desires a hysterectomy") in a (B)(6) female patient who had essure inserted. The patient's medical history included caesarean section ((B)(6) 2006, (B)(6) 2011), vaginal discharge, fibromyalgia, vaginal bleeding and headache. Concomitant products included oral contraceptive nos for birth control. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with amoxicillin, fluconazole, hydrocodone bitartrate; paracetamol (hydrocodone/acetaminophen), ibuprofen, metronidazole (metrogel vaginal), metronidazole; nystatin (flagyl) and surgery (desires a hysterectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): physical examination - on (B)(6) 2015: had essure tubal; abdomen findings: anterior palpation ¿ no rebound, no abdominal tenderness, no hepatic enlargement, no hernia; genitourinary findings: vagina ¿ discharge, smells, vaginal discharge, pap, urethral meatus normal, external genitalia normal, glands normal, perineum normal, anus normal, cervix normal, uterus normal, adnexa normal, fecal occult blood test ¿ not indicated, bladder normal, no suprapubic tenderness, no cva tenderness. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.